Event description:
The dr noticed that the haptic was bent after inserting the lens in the pt's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2007-01226 for delivery device used with this lens.